Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 or 3 portions of the essure coil did come out successfully.'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, numbness of lower extremities, fatigue, dysfunctional uterine bleeding, joint pain, rash, bloating and muscle cramps. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). The patient was treated with surgery (surgery (other) type of surgery: retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain lower, migraine, allergy to metals, dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Approximate weight at the time of essure placement 187 lbs. Insertion details, specify - 3 coils noted outside the each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Plaintiff was told that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of pelvic pain, dysmenorrhoea, abdominal pain lower, migraine, alopecia, allergy to metals updated to recovering / resolving. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 or 3 portions of the essure coil did come out successfully."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, numbness of lower extremities, fatigue, dysfunctional uterine bleeding, joint pain, rash, bloating and muscle cramps. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery (other) type of surgery: retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Approximate weight at the time of essure placement 187 lbs. Insertion details, specify - 3 coils noted outside the each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: new pfs + mr received- new events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines /headaches, nickel allergy, dysmenorrhea (cramping),fatigue, weight gain, hair loss, device breakage were added. New reporters and concomitant conditions were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 or 3 portions of the essure coil did come out successfully."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, numbness of lower extremities, fatigue, dysfunctional uterine bleeding, joint pain, rash, bloating and muscle cramps. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery (other) type of surgery: retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Approximate weight at the time of essure placement 187 lbs. Insertion details, specify - 3 coils noted outside the each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 or 3 portions of the essure coil did come out successfully.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, numbness of lower extremities, fatigue, dysfunctional uterine bleeding, joint pain, rash, bloating and muscle cramps. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and abdominal distension ("I'm still bloated"). The patient was treated with surgery (surgery (other) type of surgery: retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain lower, migraine, allergy to metals, dysmenorrhoea and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Approximate weight at the time of essure placement 187 lbs. Insertion details, specify - 3 coils noted outside the each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) -2015: total bilateral occlusion plaintiff was told that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : new reporter was added, event bloated was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 or 3 portions of the essure coil did come out successfully.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, numbness of lower extremities, fatigue, dysfunctional uterine bleeding, joint pain, rash, bloating and muscle cramps. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and abdominal distension ("I'm still bloated"). The patient was treated with surgery (surgery (other) type of surgery: retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain lower, migraine, allergy to metals, dysmenorrhoea and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Approximate weight at the time of essure placement 187 lbs. Insertion details, specify - 3 coils noted outside the each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Plaintiff was told that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.